Event description:
It was reported that the bd extension tubing leaked. The following information was provided by the initial reporter: this event was reported via email to baxter italy on (B)(6) 2026. The product involved is 3 units of kit 4deflussori con regolatore (product code: cid8880cab, lot: 25023). Patient b. G. (Home care patient) found 3 sets (cid8880cab lot number 25023) showing a leakage as pointed out in the picture attached. It happened during infusion. The patient had to interrupt the therapy. The event occurred in italy.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No samples were received for investigation of (B)(4); furthemore the product code and lot number provided by the customer did not match any products within the bd product portfolio; however, the customer has indicated that leakage has been observed from the tubing joint of an unknown infusion set. As part of the investigation the customer provided a photograph (appendix 1); however, no obvious signs of leakage were visible which may have contributed to the customer's experience. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the affected product it is not possible to conclusively link this is feedback to a specific failure mode.

Event description:
No additional information.